Event description:
The patient was having an ureteroscopy procedure to remove a kidney stone using a holmium laser. The md attempted to activate the laser with the footswitch but an error message appeared stating there was a problem with the footswitch connection. The surgical tech and rn restarted the laser and disconnected then reconnected the footswitch cord but the error message continued and the md was unable to activate the laser. The footswitch cord then "fell out" of its receptacle on the rear of the laser and the end of it broke into 3 pieces, which could not be reassembled. The md was unable to complete the procedure so he placed a ureteral stent to allow the kidney to drain and informed the patient that she would have to return for a second procedure to remove the stone.